Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ stem the product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon broached the right femur to a size 6 and the broach was tight. The size 6 stem was then loose. Stem was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.